Event description:
It was reported the patient experienced post-operative bleeding after tonsillectomy surgery. No product deficiencies or other complications were reported during use of the device. No information regarding treatment or current status of the patient was provided.